Event description:
23 months after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 90% stenosed portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus express 2 8.8% 3.00x12mm drug eluting stent in the target lesion. The patient was discharged the next day on plavix and aspirin. 23 months after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician, the cause of death was bone marrow cancer and the target vessel was not involved.